Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when lens was inserted into the patient's eye, the haptics stuck to the intraocular lens (iol) optic and would not unfold. Duovisc viscoelastic was used. The surgeon tried to release haptics using irrigation and aspiration, drysdale, and provisc but without success. The haptics eventually unfolded after ten minutes. Surgery was delayed for at least ten minutes. There was no interventions performed. No further information was provided.